Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the rio failed during reaming. Rio failure occurred during the case while reaming. The case was successfully completed using manual instruments and there was no harm to the patient.

Manufacturer narrative:
Follow-up #1 submitted to update sections based on results of investigation. Reported event: the reported device was confirmed to be a motor assy- j1, p/n 207571, lot 331571. Device evaluation and results: according to gsp case (B)(4), the fse performed diagnostics and determined the j1 motor assembly was faulty. Device history review: review of the device history records indicate 2 motors in lot 331571 were manufactured and released on 5/21/2015. Complaint history review: a review of complaints related to p/n 207571 lot 331571 shows no other complaints related to the failure in this investigation. Tracking of complaints related to the 207571 part number will be tracked through quarterly trend request (B)(4). Conclusions: the failure was confirmed during the field service.

Event description:
The surgeon performed a total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the rio failed during reaming. Rio failure occurred during the case while reaming. The case was successfully completed using manual instruments and there was no harm to the patient.